Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with high capture threshold on the right atrial lead. The lead was capped and replaced on (B)(6) 2024. The patient was stable and was discharged.